Event description:
It was reported that the right ventricular (rv) lead had high defibrillation thresholds. The rv lead was explanted and replaced with another rv defibrillation lead and a subcutaneous defibrillation coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drm implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).